Event description:
The patient is enrolled in the (B) (4) trial. On (B) (6) 2010, during the index procedure, the subject had a focal dissection that was treated with angioplasty. No further complications were reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.